Event description:
In the course of a therapeutic procedure for treatment of a patient diagnosed with cancer of the gallbladder and pancreas, the tungsten coating on the tip of the device became detached during cannulation. The jagwire was anchored in the right hepatic duct. It was noted that the patient did not sustain any complications and the patient's condition was listed as satisfactory. There was no report of death, serious injury or mistreatment associated with this event.